Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 250 mcg/ml at a dose of 300 mcg/day via an implantable pump. It was reported that the patient presented to the clinic 4 months down the line in outpatient on 2026-jun-09 with redness in the lateral aspect of the scar and a small sinus. The were no noted environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included a computed tomography (CT) scan that did not show that there was a tract to the pouch where the pump was underlying collection. This was explored in the theatre and she underwent a washout and closure of sinus. Unfortunately, the rep noted that the patient had recurring reviews in the clinic over the following 8 weeks with cellulitis and re-development of sinus. Actions/interventions taken included the patient being admitted as an emergency on (B)(6) 2026 and underwent explant of the pump on (B)(6) 2026. At the time of explant, there was a very inflamed appearance and a shiny biofilm. A histopathology sample sent showed acute and chronic inflammation and giant cell reaction to foreign body from surgical materials. The patient's case had been discussed with de rmatology for presumed delayed allergic reaction and it was unclear as to what may be causing this as the components of the pump were titanium and silicon which were usually quite inert materials. The issue was resolved at the time of the report. It was stated that the patient had been fine since explant but understandably her spasms amplified considerably and the patient would like her pump re-inserted. The patient was awaiting patch testing to look if any of those were the culprit. This would happen in the next few weeks.